Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes and 2 minutes respectively: 1. 10.1 mmol/l, 32.6 mmol/l and 3.7 mmol/l 2. 3.7 mmol/l, 7.0 mmol/l and 8.3 mmol/l sets of results were obtained at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.